Event description:
It was reported that the customer's insulin pump display was blank and her blood glucose was 430 mg/dl. Customer treated for high blood glucose with a bolus delivery. Troubleshooting was performed. The insulin pump was reportedly frequently dropped. Upon insertion of a new battery, the display returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.